Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the user stated that when they pulled back the angio-seal device did not deploy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 6f angioseal vip was returned to terumo medical corporation for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and tyvek pouch were also returned. There was blood like substance noted on the returned components; 5.35" of suture hung from the tip of hemostasis sheath. The tamper tube, anchor or collagen was not returned. The end of the suture appeared to be cut with a blade. The deployment sleeves were in rear lock positions; no damage or canting was seen on the sleeve latched or mating shafts. No other anomalies were noted. The distance between distal end of the black marker and distal end of the clear marker was measured to be 1.69" which is consistent with the specifications mentioned in the relevant drawing active at the time of manufacturing as mentioned in the DHR. Based on available information and device analysis, the device condition was found to be consistent with deployment. There were no signs of damage or inconsistencies noted on the returned device. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.